Manufacturer narrative:
H10: uf/ importer report number 3100120000-2022-8002 date of this report and report sent to manufacturer are an estimate.

Event description:
User facility medwatch received that states the riata lead was found to have conductor externalization seen when the pocket was opened. The riata lead was removed with difficulty and eventually had to be snared from the groin with distal coil left in place in the rv apex, unable to be fully extended.

Event description:
Manufacturer reference number: 2017865-2021-35094. It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited noise reversions and inappropriate mode switch due to lead noise. The ra lead was explanted and replaced. During the procedure, it was noted that the right ventricular (rv) lead had an insulation breach. The rv lead was also explanted. The patient remained stable during and after the procedure.